Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been overdischarged twice. It was stated that the patient was on his second overdischarge, which had first started in 2011 and had been in overdischarge since that time. It was stated that the patient was offered a physician mode recharge (pmr) to retrieve the ins from the overdischarge state, but the patient refused. It was further stated that the patient had never been ¿really happy with the device,¿ was not happy with the position of the ins in his body, stating that it was too close to his ribs, and wanted his ins and leads removed. It was noted that the patient had an explant for the day after the date of this report. It was further noted that only the ins would be removed during the explantation procedure. It was noted that the patient did not specify any particular problems with the therapy, but did specify issues with the ins pocket. It was reported that no malfunctions were seen during the removal operation. It was stated that both the ins and the lead were removed. It was noted that no additional actions were needed or scheduled. No additional information was received.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the explant procedure had occurred on 2014-(B)(6). It was noted to have been unknown whether the patient had required hospitalization due to the event. It was stated that the patient had suffered a non-serious injury/illness.

Event description:
Additional information received reported that the patient had "healed up well" and had no ongoing issues or complaints. Additional information received reported that an overdischarge was not confirmed. It was stated that the cause of the overdischarge was charging non-compliance. It was noted that the patient had recovered without permanent impairment.